Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device (lld) was inserted into the rv lead to act as a traction platform to aid in lead extraction. The physician chose to use a spectranetics 14f glidelight laser sheath, among other tools. During the procedure, the physician was utilizing the 14f glidelight, lasing in the superior vena cava (svc) region when the patient's blood pressure dropped. Rescue efforts began immediately, including sternotomy and bypass. A 2cm injury was discovered at the svc/atrial junction. Repair to the injury was successful and the patient survived the procedure. The physician thought the injury was caused either by the laser or by lead traction, and that the lead was suspected to have been adhered to the svc. There was no alleged malfunction of any spectranetics devices during use in the procedure. This report is being submitted since the glidelight was present and lasing was reportedly occurring in the area of injury.